Event description:
Instant hot pack applied to resident resulting in second degree burn/blister on her right upper shoulder/back area. Product applied was an instant hot compress, made by medline - product name accu-therm. Product has two sides. The pack is not insulated on the front, but the back is. Instructions are not clear that the hot pack needs to be applied to the skin on the back of the pack afer being wrapped in a soft cloth. There should be a warning on the front not to use this side. It is documented on the back that the compress can exceed 150 degrees and also a warning is on the back of the pack that it should not be left unattended for children, elderly or an incapacitated person. It does state that the pack is insulated on this side -on the back-. Nurse on unit states that the pack did get too hot and she did burn herself when she held the pack -first degree burn-. If pack is not held flat, the pack fluid accumulates at the lowest end and is extremely hot even if applied on the back side. Hydrocollator packs were also being used in physical therapy department. Those packs do get to 150 degrees, but 6 layers of towels were used and resident checked every five minutes for any signs of burning. None was noted by physical therapist. Dates of use: 2008. Diagnosis or reason for use: arthritis pain. Event abated after use stopped or dose reduced: yes.